Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to confirm the reported issue fault code 14 on powerup. The fse checked unit and found evidence of a compressor failure due to previous use of the iabp. To address the issue the fse replaced the compressor in addition to having the vacuum and pressure regulators recalibrated. The fse also replaced the pneumatic interface module (pim). All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during powerup the fault code #14 appeared on the cardiosave intra-aortic balloon pump (iabp). It is unknown if a patient was involved; however there was no adverse event reported.